Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the right atrial lead. The patient would continue to be monitored remotely. The patient was in stable condition.